Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify back light anomalies, failed battery test and no delivery alarm/occlusion due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on up and down. No frozen screen noted during test and time clock advances properly. Insulin pump received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had buttons hard to press and the insulin pump freezes. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump had scratched all over, dents, missing clip, no delivery alarm, battery glitches, no longer a back light. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.